Event description:
Reporter alleged the patient received discrepant back to back blood glucose results of hi (greater than 600 mg/dl), hi and 119 mg/dl when all tests were performed within 10 minutes on the inform system. Reporter indicated that the PICC line was cleared 6 cc for the first test and 10 cc for the second test as both of those results used arterial blood. Reporter indicated that the third result of 119 mg/dl used capillary blood and that the dextrose line was not turned off when the samples were drawn. Reporter stated that the patient was incoherent and non-responsive at the time of the test as they were on a ventilator. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.